Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was originally reported that the patient's neurostimulator was explanted as it was uncomfortable to them. Follow-up information received reported that the patient was involved in a high impact car wreck and, even with the device was turned off, they experienced a shocking sensation. After the device was removed, the patient did not experience the shocking sensations. The patient recovered completely and was reported as doing fine.